Event description:
Medtronic received information regarding a navigation system used intraoperatively in a cranial biopsy in which there was patient involvement. It was reported that there was an alleged inaccuracy. Two traces had to be performed because the first one did not have a high enough accuracy metric. The probable cause noted was likely user error based on the surgeon's form. There was no reported impact to patient. Additional information was received. There was no impact to patient outcome and the second registration was excellent, no issues, with a successful and accurate biopsy procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There was only one session of application logs present of the issue date. The session captured the procedure used was biopsyoptical and the site went until the navigation task in the session. Logs captured that site did 5 successful registration with error metric varied from 3.5 mm to 1. 7mm in the session but most of the successful registration had less trace points. Session captured 2 unsuccessful registration due to accuracy that was more than 5 mm. Reviewed the archive, archive had only one mr exam with 144 slices and spacing and thickness was 1.20 mm. Archive captured 3 registration with accuracy 1.8 mm, 3.2 mm and 5.8 mm. Archive captured less green zone of accuracy in each registration and the user traced multiple points under the skin and lot of points were overlapping each other. Suggesting to to take exams with spacing and thickness less than 1 mm and allow for more anatomy to register on and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. H6: b01, c19 and d14 apply to the system checkout. D15 applies to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.